Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Per tech dealer advised end user stated when driving chair it starts circling to the left.